Event description:
Caller reported that intermittent occlusion alarms occurred. There was no adverse impact to the customer¿s blood glucose level. Reportedly, the customer was skipping the air removal step when filling the cartridge. Tandem technical support educated customer to perform the air removal step when filling the cartridge. Customer resolved the issue by changing the infusion set and cartridge, then resuming insulin delivery.